Event description:
A pt reported inaccurate erratic readings with an ot basic meter that caused pt to pass out. Pt reported readings of 120mg/dl, and 170mg/dl within 10 mins. Meter has been replaced. No additional info available.